Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. \concomitant med products and therapy dates: quick coupling device x3, compact air drive device x2, (B)(6) 2021 . Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the oscillating saw attachment device was frozen/would not move and did not function. It was further determined that the device failed pretest for check function in running mode and check oscillation frequency with frequency meter. It was noted in the service order that prior to surgery, the device did not work while in use with two compact air drive devices and three quick coupling devices. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.